Event description:
(B)(4). After my procedure, I bled for about 3 weeks. Everything seemed fine afterwards. Had my confirmation test which I passed out during. When I woke up, my doctor told me I was 100% blocked. Then I started getting headaches every single day. I was diagnosed with pyelonephritis, I have the worst cramps ever, pain in my lower right abdomen and pelvic area, weight gain, bloating and distended abdomen, brain fog, numbness and tingling in arms and legs, fatigue, nausea, achy body (everything hurts not just one part of my body), no energy, mood swings, diarrhea all the time, and now I am diagnosed with "sacrolilitis".